Event description:
The reporter stated he received a letter for a class 1 recall on his device. Prior to receiving the letter he was complaining of spasms from the lead being too close to the phrenic nerve and not being able to sleep. He saw the doctor on (B)(6) and he backed up the voltage which made the shocking subsided. Now 3 days later he can feel his lungs filling with fluid. He awoke with nausea and chest pain. He called the md office to report his symptoms and dr (B)(6) has not called back yet. He has asked for the ICD to be replaced but the doctor has not done that and it is now 6 months later.